Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and contained moisture and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked. Moisture corrosion was observed in the in the battery compartment and behind display lens. The returned battery cap had stripped threads and was unable to fully attach to the pump; an intermittent power issue was duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. The test battery cap was fastened and then unscrewed half a turn leading to the pump to reboot. The pump was opened and there was moisture observed throughout the pump casing. Unrelated to the original complaint, it was observed that the cartridge compartment was cracked and the keypad was inoperable due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).